Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab test comparison was made with the rptr's meter (capillary) reading 63 mg/dl and the lab test venous 124 mg/dl. Tests were done in a non-fasting state. Time difference between tests was less than 10 minutes. Rptr did not have any symptoms.